Event description:
It was reported that upon initiation of heart lung bypass, the surgeon noted the arterial blood was dark. The po2 reading was 36 mm hg. The monolyth oxygenator was changed out and procedure continued without further incident. No pt injury or harm.